Manufacturer narrative:
Device eval by manufacturer: the returned product consisted of the agent us mr 3.50 x 20mm. A visual, tactile, microscopic and leakage test was performed on the returned device. A 3mm v-shaped tear in the mid-section of the balloon was observed. No other device issues were identified during returned product analysis. Device analysis confirmed the complaint allegation of balloon material rupture.

Event description:
It was reported that balloon ruptured. A 3.50 x 20mm agent dcb balloon was selected for percutaneous coronary intervention (pci) procedure. During procedure, on inflation balloon ruptured before reaching nominal pressure. Procedure was completed successfully, and no patient complication was reported.

Event description:
It was reported that balloon ruptured. A 3.50 x 20mm agent dcb balloon was selected for percutaneous coronary intervention (pci) procedure. During procedure, on inflation balloon ruptured before reaching nominal pressure. Procedure was completed successfully, and no patient complication was reported.

Manufacturer narrative:
H6: evaluation conclusion code: corrected.

Event description:
It was reported that balloon ruptured. A 3.50 x 20mm agent dcb balloon was selected for percutaneous coronary intervention (pci) procedure. During procedure, on inflation balloon ruptured before reaching nominal pressure. Procedure was completed successfully, and no patient complication was reported.